Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a blank screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported symptom of screen is blank which were reproduced when a white screen occurred at power-up. Screen is blank was verified and found to be caused by a failed input/output board. The input/output board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.